Event description:
It was reported that the personal diabetes management (pdm) battery is swollen, hot and the pdm screen is cracked.

Manufacturer narrative:
A technical assessment of the device design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging. Field safety corrective action 9056196-10/11/2022-001-c has been initiated by insulet corporation. The device will not be returned for investigation.